Event description:
It was reported that there was particulate matter inside the balloon of a large volume intermate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured september 04, 2014 to september 05, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed white particulate matter floating in the fluid inside the bladder. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.